Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Before the insulin pump alarmed, the piston began shooting forward and squirting insulin. Insulin was squirting out during the manual prime process. The drive support cap was protruded. Customer's blood glucose level was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/protruded drive support disk. The insulin pump was unable to test for prime test, occlusion test due to motor error alarm. The insulin pump had a cracked battery tube threads, minor scratches on lcd window, broken reservoir tube lip and cracked case at display window corner.